Manufacturer narrative:
(B)(4). Concomitant medial products: 00875705801, continuum tm cup, 61956327. (B)(6). Customer has indicated that the product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2018-00013. Remains implanted.

Event description:
It was reported that the patient participated in the (B)(6) study. Subsequently, the patient was diagnosed with a zone one radiolucency which is now in follow-up. No treatment was done, and the event was tolerated. Attempts have been made and additional information on the reported event is unavailable.

Manufacturer narrative:
(B)(4). This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed. Radiographs performed (B)(6) 2018 revealed no evidence of loosening or subsidence. There was evidence of osteolysis in the region of the greater trochanter. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). This follow-up report is being filed to relay additional information which was unknown at the time of the intial medwatch.

Event description:
It was reported a patient was diagnosed with a zone one radiolucency which is now in follow-up. No treatment was done, and the event was tolerated. Attempts have been made and additional information on the reported event is unavailable.